Event description:
Initial information regarding this serious unsolicited device case from united states was received from a non-healthcare professional reporter on (B)(6) 2015. This case involves a patient of unknown demographics who had seizure an unspecified time frame after starting (B)(4) therapy ((B)(4) therapy). No relevant past medications, medical history, concurrent conditions or concomitant medications were reported. On an unspecified date the patient started using (B)(4) therapy for an unspecified indication (lot/batch number: 14h132 and expiration date: 07/31/2016). (B)(4), control unit serial number was (B)(4) and electrode pad lot number was 14061001 with expiration date december 2016. It was reported that on an unspecified date (latency: unknown) the (B)(4) therapy made the patient have a seizure. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. (B)(4) therapy was returned to chattem operations department on (B)(6) 2015. This case was assessed as serious due to medically significant event of seizure.

Manufacturer narrative:
Pharmacovigilance comment; sanofi company comment on date (B)(6) 2015: this case concerns a patient who presented with seizure after applying (B)(4) therapy. Considering the information received the casual role of (B)(4) therapy cannot be denied for the event of seizure. However, the patient medical history, concomitant medication, any underlying condition are required for further assessment of the case.